Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this implantable cardioverter defibrillator (ICD), this device and a chronic competitor rv lead exhibited high, out-of-range shocking lead impedance measurement of greater than 200 ohms. The pacing threshold measurements and amplitude values were within normal ranges. The physician attempted to implant a new competitor lead but was unable to access the right ventricule (rv). It was noted that there was no connection issue and that it could not be conclusively determined what caused the out-of-range impedance measurements. Nevertheless, the physician decided to close the pocket and just closely monitor the patient due to the patient's age and good clinical condition. This ICD remains in service. No adverse patient effects were reported.